Manufacturer narrative:
Initial reporter email not available. The patient was treated with IV antibiotics for cellulitis. The ge healthcare investigation indicates that the incident appears to be the result of contact between the patient's forearm and hand with the pulse oximeter cable positioned next to the patient during the scan. Due to lack of padding. There was inadequate padding placed between the patient and the pulse oximeter cable the available information did not indicate there were any system related issues that may have contributed to the incident. All data was reviewed, and indications showed that the system was operating normally and within performance specifications. There is no evidence that the mr system malfunctioned. No further actions are needed at this time. Note: this initial report (2183553-2015-00013) is being submitted today as it was submitted in error as a f/u report in 2015 which should have been submitted as initial.

Event description:
It was reported that a patient had an MRI of the head and spine under anesthesia. The site was monitoring the patient with a pulse oximeter. The pulse oximeter cable was laying against the patient's left arm and hand, without padding. When the patient returned to their room, a white area on the patient's forearm was noticed. The patient had a burn on the 5th digit.